Manufacturer narrative:
Patient age, date of birth, gender, and weight not available for reporting. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the radial head prosthesis system on unknown date. On an unknown date patient reported pain. Patient was returned to surgery on (B)(6) 2018 where surgeon intended to remove both the radial head and radial stem. However, only the radial head was able to be removed. The radial stem could not be removed due to bony growth. Surgery was completed with no reported delay. Patient reported to be in stable condition. There is currently no plan to attempt to remove the radial stem. This report is for one (1) 22mm radial head standard height 12.5mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: supplier nemcomed. Packaged by: monument, manufacturing date: 12-sep-2013, expiration date: 31-aug-2018: part #: 09.402.022s, lot#: 7379068 (sterile) - 22mm cocr radial head standard height/12.5mm - sterile. Quantity 50. Component parts reviewed: part 21022 lot 5317556 and part 41060 lot 7264642 were and they meet specification. Certificate of compliance received from avalign (nemcomed) meet specification. Inspection sheet for incoming final inspection ns051180 rev: c met inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. A product investigation was conducted. The following investigation flow was performed: adverse event (no reported product problem). Visual inspection performed at customer quality (cq) was not able to confirm the condition of pain and stiffness, which does not agree with the reported complaint condition. The returned radial head shows wear consistent with implantation and explantation, but no damage that would inhibit function or cause pain or stiffness was observed. The returned implant was manufactured in september 2013. Based on the reported information and returned device, this complaint was not able to be confirmed. On 30 december 2016 synthes initiated a voluntary medical device removal (recall) of the depuy synthes radial head prosthesis system and appropriate actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown postoperative date patient reported pain and stiffness.